Event description:
Healthcare professional reported "rupture of prosthesis". Later healthcare professional via national agency for the safety of medicines and health products (ansm) reported "silicone perspiration", "change in color", "fold", "ripples", "rotation", "periprosthetic capsule (capsular contracture) stage 4", "breast is very hard, deformed, and painful to the touch" and "pain". Later healthcare professional via (ansm) reported "suspected rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture and other - technical was received on april 20, 2026 with lot number 2615493. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - technical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture of prosthesis". Later healthcare professional via national agency for the safety of medicines and health products (ansm) reported "silicone perspiration", "change in color", "fold", "ripples", "rotation", "periprosthetic capsule (capsular contracture) stage 4", "breast is very hard, deformed, and painful to the touch" and "pain". Later healthcare professional via (ansm) reported "suspected rupture". This record is for the left side. Device was explanted.